Event description:
Customer was admitted as an inpatient to a hosp for high bg/dka. Troubleshooting performed, it appeared that pump was functioning properly. When customer changed their set customer noticed a bent cannula.